Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in less than 24 hours after surgery, the patient became clinically unwell and developed health issues that had become worse by the day. It was also reported that the patient's health had deteriorated as a direct result of the implanted mesh. An ultrasound was performed where the mesh was visibly seen with a large bulge in it which was not there at the start of the year.